Event description:
When the physician attempted to apply a clip to the pt's fallopian tube during tubal sterilization, the clip closed prematurely and would not attach to the tube. Other clips were carefully applied and the case was successfully completed.